Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a loss of capture in the ventricle during a trans-telephonic pacemaker check. The problem continued even after a magnet was applied.